Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 441 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the insulin pump failed to pass the high pressure test twice. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime an a33 and no delivery tests. No delivery alarm functioned properly. No unexpected low reservoir alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.